Event description:
Terumo medical corporation received the following reported information: the 6fr. Angio-seal failed to come out of the sheath for the angiogram procedure. The access was in the common femoral artery (cfa), the angle of the stick an deployment was at 45 degrees. Everything looked good on the closure part, he even put in a .014 wire as a buddy wire so he did not lose access. After the first angio-seal had an issue the doctor tried to use a second angio-seal and that one had an issue as well. He then switched to a perclose device and that was successfully deployed. The estimated blood loss was less than 250cc. Additional information was received on 04sept2025: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of the device. There was no stenosis, plaque, calcium present around the insertion site.

Manufacturer narrative:
A1: patient identifier: requested, not provded due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device used during the case, for the second device used see section h10 for the related report number.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube and arteriotomy locator. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the device tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned samples appeared to be used with the anchor visible in the device tip. The device was able to successfully deploy the anchor, collagen and tamper tube during functional testing. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).